Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an error alarm. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
After battery installation the insulin pump has a frozen display followed by constant audio beep alarm due to faulty component on the interface board. Unable to verify a13, a21, a52, a24, a47, a20 and a44 alarms due to frozen screen. The insulin pump was received with cracked reservoir tube lip and minor scratched display window.